Event description:
The customer contact reported that the device did not sound an audible tone. The pump was returned to the biomedical engineering department with a report of "no alarm, occurred prior to set up." No tracking information was provided; therefore, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.